Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm and an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. During troubleshooting, a new cartridge was loaded, and the pump performed as intended. Customer¿s blood glucose level was between 143-150 mg/dl.